Event description:
Boston scientific received information that this implantable lead was surgical capped during a pacemaker changeout procedure due to the unipolar lead oversensing noise. The oversensing caused pacing inhibition, which made the patient experienced dizziness. No additional complications were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.